Event description:
It was reported that upon interrogation, decreased pacing impedance and sensing were noted. Lead dislodgement was observed via x-ray. After attempted unsuccessful repositioning, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Insulation damage was found at 29.0-29.5cm and 31.0-32.5cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation was abraded at these locations.